Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per the initial report, the home pt had noted the pt line of the homechoice set not being primed all the way, and attempted to utilize the setup without repriming. Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.